Manufacturer narrative:
Additional information: patient information. An event regarding disassociation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the during the surgery the head disassociated from the adm liner. The reported issue can not be confirmed nor the exact cause of the event be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that during a revision of a left hip, the femoral head and adm/ mdm insert were assembled at the back table and a pop was heard as expected. When implanting the construct and relocating the patient, the femoral head dissociated out of the adm/ mdm insert. The insert was wasted and another used to complete the case successfully. Surgeon, who is very experienced with the adm/ mdm system, reported he believes this was procedure related due to the amount of force used, and makes no allegations against the implants. Rep can provide the usage sheet, and confirmed that no further information will be released.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a revision of a left hip (pi 2480742), the femoral head and adm/ mdm insert were assembled at the back table and a pop was heard as expected. When implanting the construct and relocating the patient, the femoral head dissociated out of the adm/ mdm insert. The insert was wasted and another used to complete the case successfully. Surgeon, who is very experienced with the adm/ mdm system, reported he believes this was procedure related due to the amount of force used, and makes no allegations against the implants. Rep can provide the usage sheet, and confirmed that no further information will be released.